Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0208988549, explanted: (B)(6) 2017, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative clarified the invalid impedance values observed were higher than 10,000 ohms.

Manufacturer narrative:
Please note, conclusion code and result code (B)(6) no longer apply to this report. Analysis of the returned lead (lot # 0208988549) found that all conductors were fractured. The complete lead was received in three segments for analysis. All conductor wires were fractured at 20.0 cm from distal end. An anchor site was unable to be identified/measured. The outer insulation was cut through in two locations. The braid was cut. The stylet coil was cut through. Both ends were intact and undamaged. Electrical testing determined that the continuity of the conductors in the proximal segment was complete; there were no shorts observed between the conductors. The medial segment was only visually assessed due to the returned condition. Electrical testing determined that the continuity of the conductors in the distal segment was not complete; all circuits were open in the distal segment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# unknown, explanted: (B)(6), 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that during a follow-up check, the impedances of the implanted lead were measured and were invalid. High impedance was noted. The patient reported a return of pain symptoms. There were no known factors that may have led to this issue. The lead was surgically replaced. It was noted that for medical reasons, the non-functional lead had to be cut during the procedure to allow for painless removal. The issue was resolved as of (B)(6) 2017. The patient was alive with no injury. Chronic pain was noted as patient medical history.